Manufacturer narrative:
Additional product code: hrs. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Without a lot number the device history records review could not be completed. One 2.7mm metaphyseal scr slf-tpngw/t8 strdrv recess/42mm (part# 02.118.542 lot# unknown) was received at customer quality (cq) for evaluation with complaint category broken: intraoperatively and with the complaint description: the screw is a part of the lcp olecranon plate system and can be used with various lcp plates to reduce complex extra- and intra-articular olecranon fractures. The returned device was evaluated and the complaint condition of broken: intraoperatively was able to be confirmed. A visual inspection under 5x magnification and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Only the head of the screw was returned, and the length was measured using calipers to be 4.6mm, which is shorter than the specified 42mm. The threads around the ductile fracture are severely damaged and the overall condition of the returned device is poor, with signs of wear around the head of the device. Replication of the complaint condition is not applicable as the device was received in broken condition. A review of the device history records was unable to be performed since the lot number was unknown. Drawings for the device were reviewed, and no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint is confirmed, as the returned device was broken. Although a definitive root cause could not be determined, failure to tap the bone, not using a torque limiting attachment to restrict maximum torque, or excessively hard bone may have contributed to the complaint condition. It is not likely that the design of the instrument contributed to this complaint. No new, unique or different patient harms were identified as a result of this evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report during an open reduction internal fixation (orif) olecranon procedure on (B)(6) 2017, the surgeon was inserting a 2.7 metaphyseal screw by hand. The surgeon encountered some resistance and decided to use a power drive and the screw head popped off. The head of screw was retrieved. The shaft of the screw is retained in the bone. There was no surgical delay. No additional medical intervention was required. The patient was doing well following surgery. This report is for one (1) 2.7mm metaphyseal screw. This is report 1 of 1 for (B)(4).